Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2015 due to infection. The original procedure, which occurred approximately four (4) months ago, involved an above the knee amputation. The removed hardware included a nail and three (3) 5.0 mm locking screws. There was no surgical delay or additional medical intervention related to the procedure reported. All of the hardware was reported to be intact upon removal. Additionally, the patient's fracture had healed. This report is for three (3) unknown 5.0mm locking screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for three (3) unknown 5.0mm locking screws. The date of the original implant procedure is unknown, but occurred approximately four (4) months ago. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.